Event description:
In 2006, a physician successfully deployed an emboshield into the right internal carotid artery; pre-stent dilatation was performed with another brand of balloon; the xact stent was successfully positioned and deployed; post-stent dilatation was performed with another brand of balloon; the emboshield was successfully retrieved. The pt was discharged the next day to home. Twenty days later, the pt presented at the clinic with a chief complaint of a recent stroke with deficits resolved. The pt was admitted to the hosp and discharged the next day. No further info reported.

Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case. Stroke: minor, contralateral, ischemic and embolic. Procedure related.